Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported "when the patients is to receive contrast in the x-ray it is discovered that the drug ends up outside in the armpit. The PICC is removed. The piccline has a hole 8 cm from the tip and it is almost completely off." No other information was provided. Additional information received 1/25/2024: it was reported, " the patient got a new piccline."

Event description:
It was reported "when the patients is to receive contrast in the x-ray it is discovered that the drug ends up outside in the armpit. The PICC is removed. The PICC line has a hole 8 cm from the tip and it is almost completely off." No other information was provided. Additional information received 1/25/2024: it was reported, ""no patient impact, the patient got a new PICC line."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split is confirmed; however, the root cause could not be determined. One photograph of a catheter was returned for evaluation. An initial visual observation of the photograph showed a catheter shaft which exhibited a circumferential split. Some evidence of use was observed near and on the sample in the returned photograph. Although a split in the catheter shaft was evident in the submitted photograph, inspection of the photograph was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.